Event description:
A caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. No additional information was obtained related to the reported event. Reportedly, the customer continued to use the pump for insulin therapy.